Event description:
Spontaneous call from pt not happy with the needle. They were difficult for her to use. Lot number and expiration date are unk. Unk if pt experienced an adverse event due to product. Unk if pt has product on hand. Spontaneous call. No add'l info. Indication: other ovarian dysfunction and female infertility, unspecified. Reported to (B)(6) by pt/caregiver.